Manufacturer narrative:
(B)(4). Date of event: unk. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a super lower anterior resection, the staples of the cr40b were unformed at the 2nd firing on the oral side of the tissue. The same event occurred in the cr40g at the firing on the anus side the tissue. The patient was overweight, and the rectum was thick. Additional hand suture was performed to complete the case since hartmann's operation was scheduled. There were no adverse consequences to the patient. There is no bleeding, leakage or tissue damage with the patient. There is no problem with the patient's condition.

Manufacturer narrative:
(B)(4).batch # p56975. Device evaluation summary: the analysis results showed that one cr40g reload was received void of staples, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advanced. No functional test was performed due to the condition of the reload. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.